Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak, rupture, migration), (severe bilateral tortuosity). Conclusion (severe bilateral tortuosity).

Event description:
Additional information was received from the investigator on the previous reported events and is as follows: at day 331, a type iii endoleak was 15 mm distal limb migration observed on 1 year CT (disconnection between contralateral limb and extension on left side) with growing aaa (20 mm growth). Two days later there were signs of a rupture. Treated with bridging endograft (20x20x80). On postoperative CT control no endoleak was visible anymore, but also no real infiltration of the retroperitoneum was present. Therefore the conclusion is that the aneurysm was certainly symptomatic at the moment of operation, that there were signs of a rupture (clinical and laboratory; decline in hematocrit) but this cannot be confirmed on imaging as patient was successfully operated on clinical indication per investigator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the primary cause of death was natural death. Deterioration of general condition, anorexia, no transfer to hospital on demand of family. No autopsy was performed.

Event description:
It was reported that the patient expired. Details leading to the death are unknown.

Event description:
There was no stent graft migration.

Event description:
It was reported that the aneurysm was 105mm in diameter. The investigator states the contralateral limb and extension migrated dist ally 15mm. The limb migration, was most likely due to insufficient overlap.

Event description:
A review of cta¿s from 11 months post-implant revealed that the bifurcate was positioned just below the renals. The proximal stent graft od was 26mm. The neck and aortic body are angulated approximately 90 degree a-p to the iliac limbs. The ipsi limb and extension were placed distally into the right common iliac artery, and the contra limb and extension into the left common iliac artery, extending several cm¿s into the common iliacs which are noted to be calcified bilaterally. The max diameter aaa measures 10.6cm and there is contrast seen in the sac. The exact type of endoleak is uncertain; however, this appears most likely to be a type iii junctional separation between the contra limb and the contra extension within the distal aaa sac. There is minimal overlapping (<(><<)> 5mm) seen between these two stent graft limbs. The approximate stent graft od at this location is 19mm. The contra limb wa s noted to be angulated proximally approximately 80 degrees posterior between the gate and the overlapping zone, and angulated 60deg posterior distal to the overlap. The stent graft is patent. The cause of the separation could not be determined. Earlier post-implant images were not provided, and the amount of overlap at im plant and stent graft in vivo configuration is unknown prior to this likely separation. It is possible that insufficient device overlap at implant, in addition to aneurysm morphology changes and limb angulation, may have contributed to the limb separation. It was not possible to confirm if the contra limb extension may have migrated within the left common iliac artery, which may have also contributed to the stent graft separation. Films after the reported aneurysm rupture and repair of the type iii endoleak were not available for review.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 9.5 cm fusiform abdominal aortic aneurysm approx one year ago. Vessel morphology before initial implant was reported as the aortic neck diameter of 25-29 mm with a length of 10 mm; aortic neck angulation of 35 degrees; right iliac diameter of 22-21 mm; left iliac diameter of 17-14mm; right femoral diameter of 12mm; left femoral diameter 11mm; severe bilateral tortuosity and circumferential stenosis/calcification of 60% in the aortic neck. The stent grafts were implanted and it was noted that there is a type ii endoleak from the lumbar arteries that was not treated. A recent CT demonstrated that there was a stent graft migration, a type iii, separation endoleak (MFR ref # 2953200-2011-01092 and 2953200-211-01093), between the contralateral limb and the extension of the left side, an expanding aneurysm, and the stent graft had a kink in the left iliac limb. The pt was hospitalized and there is a contained ruptured aneurysm. An (B)(4) was implanted with resolution of the rupture and endoleak. The investigator assessed that the type iii endoleak, is related to the study device and not the study procedure. No additional clinical sequelae were reported and the pt is fine.